Manufacturer narrative:
The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the acoustic lens was damaged. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused due to a crack on ultrasonic probe. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound gastrovideoscope exhibited a broken insertion tip. There were no reports of patient harm.